Manufacturer narrative:
Product ID (B)(4), lot# j0527085v, implanted: 2006-(B)(6), product typ lead. Product ID (B)(4), lot# v001829, implanted: 2006-(B)(6), product typ lead. Product ID (B)(4), lot# v007655, implanted: 2006-(B)(6), product typ lead. Product ID (B)(4), serial# (B)(4), implanted: 2006-(B)(6), product typ recharger. Product ID (B)(4), serial# (B)(4), implanted: 2006-(B)(6), product typ programmer, patient product ID (B)(4), serial# (B)(4), implanted: 2006-(B)(6), product typ extension. (B)(4).

Event description:
It was reported that the patient was having a pocket revision today (2012-(B)(6)). Follow up reporting noted that position of the device was not comfortable. The device was checked; impedances were not an issue. The patient was getting good therapy. The physician relocated the device and the patient was doing well.